Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient came in for activation of an artificial urinary sphincter (aus) device, but complained pain was too great. Doctor left him deactivated and saw him back, still complaining of pain. It was determined pump migrated to an undesirable position and needed to be replaced. During surgery, air was found in pump, so the entire pump was removed and replaced, and device was cycled and confirmed to cycle properly under cystoscope. The patient outcome was expected to be fully recovered.